Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up, decreased sensing, increased threshold, decreased pacing lead impedance were observed. Lead dislodgement was noted under fluoroscopic. The lead was explanted and replaced. The patient condition was good.